Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. While firing on the common bile duct the device was unable to fire. The case was completed using a new handle. Same reload was not used with new handle. There was no injury caused to the patient and no medical intervention was required.